Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes with noise. Which was caused by electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. Reprogramming efforts were recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.